Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was an air leak displayed on the control panel screen. At the time of the call the patient's temperature was 32.3°c with a target temperature of 33°c, a water temperature of 37°c, and a flow rate or 1.3lpm. The trend indicator displayed a neutral status. Fentanyl had been administered within the last 2 hours. After 1 hour, the patient had reached target temperature and the flow rate was 1.3lpm. The trend indicator showed 2 bars going up. It was alleged that the patient was experiencing seizures. Subsequently, the pad was replaced with a new neonatal pad. Therapy was able to resume using the new neonatal pad.

Manufacturer narrative:
Received 1 used neonatal pad with the original unit packaging. The reported event was unconfirmed, as the problem could not be reproduced. The visual inspection noted no obvious defects that would have contributed to the reported problem. The pad was reviewed and use evidence was noted, the pad's trim pattern was correct, and the energy connector was found free of damage, and presented a good connection. The pads were submitted to the flow rate test for 10 minutes, using an arctic sun machine model 2000 and the results are as follows: neonatal arcticgel pad: a total of 5.85 l/min m2 of flow rate were registered during the test. According the test method tm7600515 the flow rate was found to be within specifications. The flow rate for this product must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿if the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was an air leak displayed on the control panel screen. At the time of the call the patient's temperature was 32.3°c with a target temperature of 33°c, a water temperature of 37°c, and a flow rate or 1.3lpm. The trend indicator displayed a neutral status, and the medication "fentanyl" had been administered to the patient approximately 2 hours prior. After 1 hour, the patient had reached the target temperature, and the flow rate was 1.3lpm. The trend indicator showed 2 bars going up. It was alleged that the patient was experiencing seizures. Subsequently, the pad was replaced with a new neonatal pad. Therapy was able to resume using the new neonatal pad.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was an air leak displayed on the control panel screen. At the time of the call the patient's temperature was 32.3°c with a target temperature of 33°c, a water temperature of 37°c, and a flow rate or 1.3lpm. The trend indicator displayed a neutral status. Fentanyl had been administered within the last 2 hours. After 1 hour, the patient had reached target temperature and the flow rate was 1.3lpm. The trend indicator showed 2 bars going up. It was alleged that the patient was experiencing seizures. Subsequently, the pad was replaced with a new neonatal pad. Therapy was able to resume using the new neonatal pad.